Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance with 2 cartridges using 2 different needle tips during the air extraction step. The customer's blood glucose level was 140-150 mg/dl. Tandem technical support assisted the customer with performing the air extraction step and filling the cartridge with insulin.